Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent charging of their implantable pulse generator (ipg). The patient underwent an ipg replacement procedure where the ipg was explanted and replaced. The patient is doing well postoperatively. The explanted device will not be returned due to hospital policy.